Event description:
Physician stopped using the suction/coagulator because he said "the protective sheath caught on fire." Surgical tech present stated "I only saw a puff of smoke." This is because she was not in direct view of the coagulator tip. "I saw a puff of smoke as he exited the mouth and as he said it's on fire." Physician checked oral cavity and throat and stated "no damage noted."